Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During a second transseptal puncture it was not possible to get the sheath across the septum. On the map the guidewire was visualized and appeared to be anterior, but the dilator jumped and appeared to go through the left atrial appendage during manipulation. An ultrasound check was made and a pericardial effusion was observed around the right ventricle. The procedure was stopped and pericardiocentesis was performed. After the pericardiocentesis the effusion kept draining and would not stop, so the patient was sent to the operating room for surgery. The last known status of the patient is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6). Information for this report was provided from medwatch form mw5157609.